Manufacturer narrative:
This is a report of a use error where a patient made an improper connection between the heater bag and heater line and the connection became loose. This resulted in the se 2240 alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it instructs the user to check lines for disconnected solution bags. It provides step-by-step instructions for connecting the solution bags. It warns the user that if a bag becomes disconnected during therapy, the user should follow the end therapy early procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during fill three of six. The patient was connected at the time of the alarm. The technical service representative (tsr) explained the system error 2240 to the patient and advised the patient to start all over with all new supplies or to use manual supplies to complete therapy. During troubleshooting, it was discovered that the heater bag came loose from the heater line due to a loose, improper connection. There was no patient injury or medical intervention associated with this event. No additional information is available.